Event description:
It was reported that the patient was drying off from showering and noticed the device on the floor of the bathroom. The device had backed out of the implant site and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).